Event description:
It was reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer reset the pump and continued using pump for insulin therapy.